Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4). The cartridge was returned to animas and investigated on (B)(4) 2011. Visual inspection demonstrated that the cartridge did not have damage or defects. No air bubbles formed in the cartridge during a fill test. A leak test was performed with no leaks observed.

Event description:
The patient reported that there was insulin in the cartridge compartment. He was unable to identify where the leak was coming from. There was moisture on the plunger end of the cartridge. He also said that he filled the cartridge with 200 units of insulin and when he was done priming, he only had 85 units remaining. The patient says he feels there could have been an issue with the infusion set as well. The patient denies any trauma to the cartridge. The patient said this morning, his meter read 369 mg/dl and another meter read 500 mg/dl. The patient denies any nausea, vomiting, shortness of breath, or presence of ketones. The situation is not indicative of a serious diabetic injury. The animas representative advised the patient to change out the cartridge, tubing, and change his infusion site.